Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona stemmed tibial component size c left catalog #: 42532006401. Lot #: 67185647, persona cemented standard femoral component size 4 left catalog #: 42500605601 lot #: 66980888. G2 - report source - foreign: event occurred in japan. The complainant has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's articular surface dislodged anteriorly approximately one (1) month following knee arthroplasty. The patient is not exhibiting any symptoms and does not wish to proceed with a revision at this time. The surgeon is monitoring the patient's condition. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. Radiographic review confirmed that the polyethylene component was anteriorly displaced. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.